Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a button error and had been possibly exposed to moisture due to heavy perspiration. The blood glucose reading was 200 mg/dl. The customer reverted to a backup plan. The insulin pump was not returned or replaced.